Event description:
Additional information recieved for this case. Cause of death was due to cardiac arrest and cardic arrhythmia. The investigator assessed that the cause of death was not device or procedure related. No autopsy was performed.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm approximately two years ago. It was reported that the patient expired. The cause of death was reported to be due to a long standing illness. An autopsy was not performed and a death report is not available. The investigator did not assess whether the death was device or procedure related. There are no further details available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); patient's condition affected effectiveness of device (patient illness). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (patient illness).